Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the system error 10 was identified. It is likely the result of component failure of the emergency stop button.; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the superpulsed laser system to the service center for a separate issue. During the device analysis, the field service engineer (fse), indicates that a system error 10 was found. It was determined that the emergency stop button needed to be replaced. There was no patient involvement.